Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system stopped at 12% treatment during a refractive surgery procedure. The surgeon opted to place down and lift the flap the following day to complete the treatment after firing the 12% of the correction on a polymethylmethacrylate (pmma) disc, then finished the remaining 88% of the treatment. Additional information has been requested for this case.